Event description:
Customer's family member reported device= 110 mg/dl. Customer was having low glucose symptoms. Device retest=110 mg/dl. Customer "bottomed out". Device=91 mg/dl. Paramedics were called & their device= 14 mg/dl. Customer received a d-1-500 solution and vitamin b12 being transported to the emergency room (ER). ER treated customer with a glucose IV and antibiotics. No controls used. A request was made for return product and replacement product was sent.